Manufacturer narrative:
On (B)(6) 2014 follow-up: customer stated that no further occlusion alarms occurred and that everything was "fine". The tandem t:slum pump user guide indicates that humalog has been tested for up to 48 hours; the customer changes out supplies every 2-3 days. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Reportedly, customer would resume insulin after an occlusion alarm. If another occurred, the customer would change infusion set tubing/site and pump cartridge. Customer's blood glucose level was impacted (elevated) with moderate ketones.